Manufacturer narrative:
The serial number of the mobile power unit was not provided. Therefore, the age of device could not be calculated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that system controller history interrogation performed by the vad clinician revealed no external power alarm on (B)(6) 2018. The patient denied batteries completely depleting, unplugging both power cable sources at the same time, and power outages while the lvad was on wall power. Technical services reviewed the submitted log files, and the no external power alarms were confirmed while on the mobile power unit.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months.

Event description:
Additional information: it was reported that at the time of the event the mobile power unit (mpu) had the locking power cord. Reportedly it was possible that the no external power event was caused by the mpu power cord coming unplugged from the mpu or the wall outlet, but the patient was unable to confirm this.

Manufacturer narrative:
The mpu-22128 was not returned for evaluation and remained in use. Review of the submitted system controller log file, confirmed the reported event of a no external power alarm. The log file contained events recorded from (B)(6) 2018 to (B)(6) 2018 where two incidents of a no external power alarm were recorded (on (B)(6) 2018). The associated voltage levels indicated that the events occurred while the system controller was connected to a mobile power unit (mpu) and the power to the mpu was lost. The pump support was not affected and the system was supported by the system controller backup battery during the event. A specific root cause for the no external power alarm was not able to be determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.